Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No damage identified. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The returned device was measured with a caliper and verified to match the product drawing specifications. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age not provided/ unknown, patient weight not provided/ unknown, event date not provided/ unknown, explant date unknown. Reporter's last name not provided/ unknown.

Event description:
It was reported that the implant was removed from site 25 due to pain.